Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005261.

Event description:
It was reported the patients lead had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a single lead of another model. Investigation was unable to determine which lead had migrated.